Event description:
It was reported that the intra-aortic balloon pump (iabp) was creating a very strange sound while on the patient. This is also causing the arterial tracing to change and the bpw to change. As a result, the pump was swapped out. The reported delay was less than 1 minute to swap the pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of "pump making strange sound" is confirmed based on the video submitted in the complaint. Per additional information, no service has been done on this pump as of 28jun2021. The pump has been taken out of service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was creating a very strange sound while on the patient. This is also causing the arterial tracing to change and the bpw to change. As a result, the pump was swapped out. The reported delay was less than 1 minute to swap the pump. There was no report of patient complications, serious injury or death.